Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for routine maintenance, it was discovered that the cable connecting electrodes 1 and 2 was pulled out of the strain relief. The last patient to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the cable running from electrode 1 to electrode 2 was pulled from the strain relief. The root cause for the pulled wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the pulled cables. The last patient to use this electrode belt did not report any problems.